Event description:
"Pt was having pacemaker generator changed when the ventricular lead fractured. The pt was asystole. Compressions started, atropine and epinephrine given. Pt intubated. New pacemaker lead placed and connected to new generator. The broken lead resulted in difficulty placing new lead. Pt had profuse bleeding from the mouth and endo-tube. Also had pneumothorax and chest tube placed.